Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Conclusion: the customer¿s report of a check valve failure was confirmed. Visual inspection noted no anomalies. Functional testing was performed; fluid and air bubbles were immediately noticed going into the primary bag. Fluid was also noted to have gone past the check valve indicating a faulty check valve. Testing of the returned part from supplier itw indicated a pass result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the backflow was not identified. A particulate can cause a valve to remain open that allows backflow to occur. It is possible that the particulate that caused the backflow condition was washed away during testing or dissection.

Event description:
Per the customer medwatch report: "IV oxytrocin and lactated ringers was being infused when it was noted that the IV lines had back flow."